Manufacturer narrative:
(B)(4).

Event description:
The user is reporting that the device continuously gave the "analyzing" voice prompt after the first "no shock advised" decision and after the CPR period. The patient had hung themselves and did not survive.